Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo), functional loss of capture and fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient's beta blockers were increased to lower heart rate to resolve the event. The patient was stable.